Manufacturer narrative:
The t:slim basal iq user guide states: change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer reported that the cartridge was reused and that additional insulin was added to the current cartridge. Tandem customer technical support informed customer that this is off label per the user guide. Customer changed out pump supplies to address the alarm and resumed insulin delivery. Customer's blood glucose was 201 mg/dl.